Event description:
It was reported that there was a disconnection between a minicap extended life pd transfer set and the titanium adapter. This was observed during use of the devices for peritoneal dialysis (pd) therapy. The transfer set was replaced; however, the titanium adapter remained in use. There was no patient injury; however, the patient received prophylactic treatment. No additional information is available.

Manufacturer narrative:
Date: the event occurred on an unspecified date in (B)(6) 2022, described as "one week" after the transfer set was installed on (B)(6) 2022. Lot #: the suspect lot was either h20k06035 or h21f09052. A batch review was conducted for both suspect lots and there were no deviations found related to this reported condition during the manufacture of these lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.